Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The hemodialysis machine alarmed appropriately with minor blood leak alarms. Blood leak test strips were used and tested positive for the presence of blood in the dialysate. The patient¿s estimated blood loss (ebl) was unknown. There was no reported patient injury, adverse events, or medical intervention required as a result of this event. The sample was available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the customer returned one dialyzer without the pre-packaging pouch from lot number 22bu02009 for evaluation. The sample was received with fibers wet with blood throughout, indicative of usage. Coagulated blood was present within both of the headers. The sample was subjected to a laboratory bubble point test, and no leaks were detected, possibly due to coagulated blood. The dialyzer was then disassembled for further investigation. A kinked/looped fiber potted on one end only was visually observed within the fiber bundle at approximately 250 degrees on the cavity ID end of the dialyzer. A lot history review was performed. There were no other complaints reported against the lot of any kind. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported that an internal dialyzer blood leak occurred two hours and forty minutes after initiation of a patient¿s hemodialysis (hd) treatment. No visible blood leak was noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility reported that an internal dialyzer blood leak occurred two hours and forty minutes after initiation of a patient¿s hemodialysis (hd) treatment. No visible blood leak was noted. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.